Manufacturer narrative:
Concomitant medical products: 4195 lead, implanted (B)(6) 2011; 5076 lead, implanted (B)(6) 2002.

Event description:
It was reported that right ventricular (rv) and right atrial (ra) lead failures and lack of atrial pacing were suspected post-generator change. It was determined that the leads were reversed in the device header during the procedure. The pocket was reopened and the leads were correctly inserted in their respective ports. The leads remain in use. The patient is a participant in the wrap it clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.